Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12, 2025, and is being reported retroactively out of an abundance of caution.

Event description:
On june 27, 2022, it was initially reported to gynesonics on (B)(6) 2022 a patient was treated with the sonata system for a 7-cm myoma; on (B)(6) 2022 the patient presented (pod #3) with a temp of 38.5º; hypotension, sob, "light" abdominal pain. Patient was admitted at the hospital and as of the date this incident was reported the patient was doing better. Update 6/30/22: gynesonics medical director spoke with the doctor. The patient was treated on (B)(6) with 3 ablations in a 7-cm fibroid (6', 5'18", 4'8" respectively). She was discharged on pod#1 (B)(6) but was readmitted on (B)(6) (pod#4) with fever (unspecified) and an elevated crp of 9.6. She thought she was lightheaded at home but there was no documentation of hypotension and her abdominal pain was considered mild, even unremarkable for after tfa. She was given parenteral abx x 3d and was discharged home on (B)(6). It was not documented if there were any positive cultures.